Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a research article identifying riata/riata st may be related to inappropriate shocks. No additional information was provided on how the issue was resolved. Specific patient information is unknown. Roten, lauren (2018). Comparison of lead failure manifestation of biotronik linox with st. Jude medical riata and medtronic sprint fidelis lead. Journal of interventional cardiac electrophysiology. Https://doi.org/10.1007/s10840-018-0486-0.